Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-04165.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-04165. Follow up information identified the patient underwent surgical intervention on (B)(6) 2019 to explant and replace the patient¿s migrated l5 lead. During the revision, the physician found high impedances on the s1 lead, also, so it was decided to also replace the s1 lead at that time. Postoperatively, effective therapy was restored. The s1 lead has been added a second reportable device to this record.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays appear to show the l5 lead migrated, and diagnostics revealed high impedances on the l5 lead. Reprogramming attempts resulted in better coverage, but not ideal therapy. To address the issue, the physician plans to perform a lead revision.